Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Initial reporter occupation: legal attorney.

Event description:
Pinnacle claim form and medical records received. After review of medical records, it was stated that the patient was revised to address femoral component failure. It was noted that her subtroch osteotomy failed and femoral component subsided. There was notable pain and leg length inequality. Revision notes reported significant amount of bone loss in the greater trochanter incontinuity, a non-depuy plate was noted to have failed, and the stem was grossly loose. Doi: (B)(6) 2006; dor: (B)(6) 2006; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.